Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Over/under correction and secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a different power, same length lens and the problem resolved. Cause of this event is reported as unknown.

Manufacturer narrative:
Corrected data: b3: date of event: 11/21/2023. B4: 04/10/2025 - original submission date. B6: test date: 11/21/2023. (B)(4).